Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that upon withdrawal of the device, it could not be irrigated. They had no issues flushing during preparation. Despite this, the procedure had been completed successfully with original device. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that upon withdrawal of the device, it could not be irrigated. They had no issues flushing during preparation. Despite this, the procedure had been completed successfully with original device. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. Irrigation wasn't observed in any state. The catheter was dissected for further inspection. It was observed that there was a kink in the flush lumen. The reported event was confirmed.